Manufacturer narrative:
(B)(4). Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional testing determined that the device performed within specification. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink buretrol set leaked. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.